Event description:
It was reported that at an unknown time after surgery, patient complained of pain. X-rays taken showed that a set screw was loose. A revision surgery was performed approximately 9 months post op.